Event description:
The customer reported that level one, human chorionic gonadotropin (bhcg) quality control (qc) results were generated on the unicel dxc 600i synchron access clinical system over three days. This is report one of three and represents the low, level one human chorionic gonadotropin (bhcg) quality control (qc) results generated on (B)(6) 2011. No erroneous patient results were released from the laboratory in connection to the event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. No sample handling/collection information was provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that prior to this event the s0 calibrator relative light units (rlus) were higher than customer established quality control release data, and level one bhcg quality control results had been elevated approximately four standard deviations from the mean value. The instrument assay was recalibrated using the in-use reagent pack and the instrument assay quality control results recovered within the customer's normal reference range. The assay reagent pack was replaced with a new reagent pack and subsequently the level one bhcg quality control results recovered low (approximately four standard deviations from the mean value). Beckman coulter inc. Assessment of customer supplied data indicated that the mean s0 rlus recovered lower than customer established quality control release data. Beckman coulter inc. Assessment of customer supplied data indicated that an instrument system check performed during the timeframe of this event yielded acceptable results. Beckman coulter inc. Is currently investigating this issue. A definitive root cause for this event has not been defined to date. Mdrs associated with this event: 2122870-2011-04469, 2122870-2011-04494, 2122870-2011-04495.